Event description:
The device was used during a pulmonary resection procedure. Reportedly, the staples did not form properly, the device broke and there was blood loss. The surgeon applied another device and perforemd a thoracotomy. The hosp has reported the pt's condition is satisfactory.